Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 31 mg/dl. Troubleshooting was performed. The programming in the insulin pump was correct. The units left in the status screen accurately matched to what it was left in the reservoir. No further information was provided. Mp and everything was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.